Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an occlusion issue. No additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/12/2017 with the following findings: a review of the black box showed the data from the date of the complaint being overwritten. The pump alarm history showed multiple occlusion alarms. The rewind, load, and prime steps were performed with no alarms. Force calibration passed. The pump was exercised for 24 hours with no occlusions. The pump was opened to find no intermittent conditions on the force sensor circuit. Unrelated to the original complaint, the display was dim with letters having a red hue. The battery compartment threads were stripped and were unable to be secured. A test cap was able to hold for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).